Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pericardial effusion during implant of the right ventricular (rv) lead. The physician suspected a rv lead perforation occurred during lead optimization. The physician chose to close the pocket before performing a pericardiocentesis. The lead remains in use. No further patient complications have been reported as a result of this event.